Event description:
It was further reported that after obtaining access, a 4fr sheath was placed and although calcified, the long sfa occlusion was traversed with relative ease and intra-luminal position beyond the occlusion was confirmed with injection of contrast via a cobra catheter under fluoroscopy. An amplatz 180 cm super stiff wire was placed and the cobra catheter removed. A 6fr sheath was placed and the physician opted to proceed without pre-dilatation as no resistance was noted with the wire and cobra catheter. The innova stent passed through the occlusion without resistance and deployment commenced with the distal stent lying in a short segment of normal distal sfa / proximal popliteal artery. When the stent stretched during withdrawal, the proximal end of the stent was deployed into the access sheath in the groin. During surgery, a common femoral artery exposure was performed; the proximal end of the stent was cut and a closure patch applied. The status of the leg remained unchanged; there was no deterioration.

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties occurred. Vascular access was obtained via the left common femoral artery. The physician opted to utilize an antegrade, ipsilateral approach. The approximately 16cm target lesion was located in the non tortuous left distal superficial femoral artery and proximal popliteal artery. Pre-dilation was not performed. The 6x201x75 innova stent was positioned. When approximately 2cm of the stent had been deployed using the thumbwheel, there was a snapping sound and the thumbwheel turned freely without effect on the stent. The physician attempted to use the blue pullgrip to continue deployment; however, it was loose and withdrew alongside the delivery handle. The stent remained in the vessel and the inner linings of the triaxial system remained on the wire. While withdrawing the remaining portion of the delivery system, the stent stretched all the way to the access sheath. The patient was transferred to surgery where the stent was removed via cut down. The procedure was not completed. The patient was discharged the following day. There were no additional patient complications reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties occurred. Vascular access was obtained via the left common femoral artery. The physician opted to utilize an antegrade, ipsilateral approach. The approximately 16 cm target lesion was located in the non tortuous left distal superficial femoral artery and proximal popliteal artery. Pre-dilation was not performed. The 6x201x75 innova stent was positioned. When approximately 2 cm of the stent had been deployed using the thumbwheel, there was a snapping sound and the thumbwheel turned freely without effect on the stent. The physician attempted to use the blue pullgrip to continue deployment; however, it was loose and withdrew alongside the delivery handle. The stent remained in the vessel and the inner linings of the triaxial system remained on the wire. While withdrawing the remaining portion of the delivery system, the stent stretched all the way to the access sheath. The patient was transferred to surgery where the stent was removed via cut down. The procedure was not completed. The patient was discharged the following day. There were no additional patient complications reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the handle was closed. There was a complete separation of the middle shaft from the rack retainer due to tensile load. The outer diameter of the outer shaft, middle shaft, proximal inner, bumper and distal liner met specification. The middle shaft moved freely in the outer shaft and cone. The proximal inner moves freely in the middle shaft and the distal liner inserted freely into proximal inner. There was no damage to the rack and it moved freely. The tip and distal end of the liner were not received for analysis, 835 mm of remaining distal liner and approximately 200 mm missing. The distal liner broke at hole with four (4) holes single side remaining. The proximal inner bumper was lodged in the middle shaft 8" proximal of diameter transition of midshaft. There was a gap in the handle which met specification. The midshaft overmold length with cohesion of materials measured 7mm, insertion depth is correct. Handle housing pins were compressed at base in the center of the handle. The clip was in place and the thumbwheel rotated freely. An appropriate sized guide wire was passed through the inner liner without encountering any unusual resistance. The middle shaft marker was ovalized (flattened) 315 mm and 330 mm from the distal end. There was no damage to wheel teeth. The outer shaft and underlying shaft were kinked at the nose cone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).